Manufacturer narrative:
The user reported under infusion issue was confirmed. During testing on (B)(6) 2017, the device was found to have a flow rate accuracy of -6.11%, which was outside of the +/-5% specification. In addition to the under infusion issue, the device was also found to have an occlusion sensor out of specification and a wireless board connection issue; neither of these issues were related to the user-reported under infusion issue. The device was recalibrated, repaired, and tested to meet all specification on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00311).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an underinfusion issue with the device. Zyno medical received initial information from the reporter on (B)(6) 2017 that "a pump that is not infusion properly - needs to be calibrated.". On (B)(6) 2017, zyno medical received further information from the reporter: "the problem was noticed during an infusion. Pump was set for the specific time and at the end of the infusion more than half the bag was remaining. Correct volume was set but not infused correctly. I set the pump aside and did another infusion without a patient and the bag was not infused over the correct time. Under infusing about 150cc over a 30 min time period. The date the issue was noticed was (B)(6) 2017." No patient injury or harm was reported.